Event description:
It was reported that (1) device was used during a lower anterior resection. It was reported by the representative that the tct75 instrument would not fire staples. Another instrument was used to complete the case. There was no consequence to the pt.